Manufacturer narrative:
Lot number of the suresound not provided by the complainant, therefore the expiration date is not known. The suresound is not being returned therefore, a failure analysis of the complaint device can not be completed. Lot number of the suresound not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review could not be conducted for the suresound as a lot number was not provided by the complainant. According to the instructions for use (IFU) adverse events: potential adverse events include, but are not limited to perforation of the uterine wall. (B)(4).

Event description:
Note: this report pertains to the first of two hologic devices used in the same procedure. See associated medwatch, manufacturer's report # 1222780-2011-00183. Following difficulty seating the disposable device and two unsuccessful cavity integrity assessment (cia) tests during a novasure endometrial ablation the physician did a hysteroscopy and saw a uterine perforation "at the midline fundus region". The pt had a "planned 24 hour admission for observation". During this period the pt was "returned to the or [operating room] because her hgb [hemoglobin] dropped one point". The physician did a "mini laparotomy and a 0.75cm perforation was seen" and the site was sutured. Post laparotomy the pt had a fever of 101.4 degrees fahrenheit. The physician reported the fever was due to a medication the pt was taking and when this medication was discontinued the fever did also. The physician reported there was no infection. The pt was discharged on (B)(6) 2011. On (B)(6) 2011, it was reported that the pt is now fine.